Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that abutment ilpc342u screw fracture. No pieces remained inside the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® low profile one-piece abutment (ilpc342u) was returned for investigation. Visual evaluation of the as returned product identified signs of wear and fracture across the threads. Functional testing could not be performed since the device was fractured. No pre-existing conditions were reported. The reported device had been place on an unknown tooth location for an unknown period of time. X-ray or picture images were not provided. Device history record (DHR) review could not be performed since the lot number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item number (ilpc342u) was performed for similar events and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.